Manufacturer narrative:
Product event summary: the controller ac adapter (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Log files covering the reported event date was not available for analysis. Failure analysis revealed that the returned controller ac adapter passed visual inspection and functional testing. As a result, the reported event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported event can be attributed, but not limited to a marginal connection between the power source and controller. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient¿s mother called to report that the patient¿s controller was alarming with ¿power disconnect 1¿. The patient¿s mother attempted to change the batteries and the controller ac adapter with no resolution of the alarm. A decision was made to exchange the controller with resolution of the issue. Some time later, the newly exchanged controller developed the same alarm condition. The patient¿s mother was able to troubleshoot the issue and determined that the problem was associated with the controller ac adapter. The controller was exchanged with resolution of the issue. This newly exchanged controller was tried with a different controller ac adapter without further issue. No patient complications have been reported as a result of this event.